Event description:
It was reported that pump touchscreen was cracked and shattered after customer bumped pump into wall, railing, or counter, and touchscreen became unresponsive and illegible so pump could not be used. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged warranty replacement pump, confirmed shipping address, provided storage mode instructions for returning pump, advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement pump, and instructed customer to return damaged pump using prepaid label within 10 days, which customer understood and acknowledged.